Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.1 failed to open. The field service engineer replaced the drawer controller printed circuit board (pcb) and the drawer module printed circuit board (pcb), but the problem persisted. Further troubleshooting revealed that the solenoid was defective. The solenoid was replaced, and proper operation was verified after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 failed to open. The customer indicated when going to recover storage space, they did not hear a click or sound of the drawer when trying to open. The customer also stated that they opened up the back panel of the main, but could not figure out what was wrong. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.